Event description:
According to the patient¿s legal representative, the tip of a torpedo shaver broke off during a left hip labrum repair surgery on (B)(6) 2022. It is alleged that the providers were unaware of the broken fragment, which was left unretrievable in the joint space. Thereafter, the patient was experiencing pain and locking of his hip. Accordingly, an MRI was attempted on (B)(6) 2023, but aborted due to machine malfunction (apparently due to the metal fragment within the hip). A CT scan was performed instead, and the retained metal fragment in the hip was discovered. A second surgery was performed on (B)(6) 2023, for retained fragment removal and a total hip arthroplasty. The second surgery was performed by a different surgeon at another facility, and the implants were another manufacturer¿s devices.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information.

Event description:
Additional information received on 10/21/2024: the part number or the shaver torpedo is ar-6420ctd from lot number 14924482.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.